Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that an overstitch nxt endoscopic suturing system was used during a gastric fistula repair procedure performed on (B)(6) 2024. During the procedure, the overstitch nxt is assembled as shown in the training. After making the first stitch in the gastric mucosa, an attempt is made to make a second stitch, but the space is very small and almost prevents the movement and vision of the endoscope. After several attempts to adjust the position (moving the endoscope) to be able to work and especially to have vision, we see the dark part of the endcap on the screen and understand that that part has been welded/loosened. After releasing the needle and closing the system to be able to exit with maximum safety, the needle remains trapped in the system, causing a new complication. Finally, the thread-needle union breaks, and we can leave, verifying that, indeed, the final part has completely come out of the endoscope. The procedure was completed with a fully covered esophageal prosthesis due to the laceration produced and subsequent bleeding. Patient fully recovered from the event and another surgery has been scheduled.

Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment. Device evaluation: the overstitch suture was not returned for analysis however, media inspection performed to the photos provided as complaint attachments shows the suture ruptured from the needle. Therefore, the allegation is confirmed.

Event description:
It was reported to boston scientific corporation that an overstitch nxt endoscopic suturing system was used during a gastric fistula repair procedure performed on (B)(6) 2024. During the procedure, the overstitch nxt is assembled as shown in the training. After making the first stitch in the gastric mucosa, an attempt is made to make a second stitch, but the space is very small and almost prevents the movement and vision of the endoscope. After several attempts to adjust the position (moving the endoscope) to be able to work and especially to have vision, we see the dark part of the endcap on the screen and understand that that part has been welded/loosened. After releasing the needle and closing the system to be able to exit with maximum safety, the needle remains trapped in the system, causing a new complication. Finally, the thread-needle union breaks, and we can leave, verifying that, indeed, the final part has completely come out of the endoscope. The procedure was completed with a fully covered esophageal prosthesis due to the laceration produced and subsequent bleeding. Patient fully recovered from the event and another surgery has been scheduled.